Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately 8 years post initial procedure a type iiib endoleak was identified. The patient had no reported symptoms. The type iiib endoleak was successfully sealed with implant of an ovation ix main body and 2 (two) ovation ix iliac limbs. The patient was reported to be fine after the procedure.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the type 3b endoleak of the distal bifurcated stent graft. The event is most likely device related due to the use of the strata material. Procedure related harms for this event could not be determined with the medical records and imaging available to review. The final patient status was reported to be fine after the endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.